Event description:
The following was reported to davol by the attorney for the patient: on (B)(6) 2001 - patient had an incisional hernia repair performed. Patient had a bard kugel patch implanted during this procedure. On (B)(6) 2009 - the kugel patch was partially removed, due to migration. On (B)(6) 2010 - the kugel patch was completely removed/explanted.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all patient, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the vent as no product has been returned. No conclusion can be drawn at this time.